Event description:
During an incident in 1999, involving a female patient with shortness of breath and a very weak pulse, this defibrillator prompted "check electrodes" that would not clear. The patient was transported to a hospital and survived. The incident pads were not available for evaluation. The customer uses laerdal 902402 pads and has pads in stock dated for expiration on april 3, 1999.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. This testing verified the unit's impedance detection circuit and ability to treat a rhythm. The unit's tape deck module record head would not engage and the tape deck was replaced. This condition does not affect operation for patient treatment. The returned mcm did not contain patient information and printed an error due to its prom being loose; the mcm was repaired. The patient cable and electrode pads used at the scene were not returned for this evaluation and could have caused the "check electrodes" condition the customer experienced. The "check electrodes" message is displayed if defibrillation pads are being used and the patient's impedance is outside the impedance range for defibrillation or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The hs3000 operating instructions explain the "check electrodes" prompt and what to do should it be experienced. The customer was sent a letter explaining our evaluation.